Event description:
It was reported to philips that the device has no sound. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has no sound. The device was not in clinical use at the time the issue was discovered.